Event description:
65-year-old female with bilateral lower extremity claudication and iliac stenosis who underwent right common iliac artery stent placement which was complicated by angio-seal device malfunction. Following deployment, the device was unable to be removed from the artery necessitating surgical exploration for removal and repair of femoral artery. Bovine pericardial patch was used to perform the angioplasty. She emerged from general anesthesia and was transferred off the operating room table to the postoperative care unit in good condition, and was transferred to ICU. Atherosclerosis of native artery of both lower extremities with intermittent claudication [i70.213 (ICD-10-cm)]. Female who presents for follow-up of iliac stenosis with claudication. She is status post-left common iliac artery stent placement. Post-op abis showed normalization of the left abi. She reports significant improvement on the left side but she still complains of significant right lower extremity claudication symptoms that are lifestyle limiting. She was noted to have an area of dissection in the right common iliac artery on cta but it did not appear flow limiting at the time of left iliac stenting. She continues to take aspirin, plavix, and a statin. She has quit smoking cigarettes. I discussed with her the option of diagnostic right lower extremity angiography with possible iliac angioplasty or stenting. She understands the risks, benefits, and alternatives and would like to proceed with treatment plan. -